Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 01-may-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that the left lead wasn¿t working. The patient reported that her leads weren¿t correct. The patient reported that the left side lead wasn¿t working but the right side was. The patient reported that her healthcare provider (hcp) said she needed to find a surgeon who would deal with the device and check the leads. No further complications were reported.

Manufacturer narrative:
Additional review indicated the information in this report pertains to manufacturer¿s report # 3004209178-2019-20627. Any additional information will be submitted as a supplemental filing to report # 3004209178-2019-20627.if information is provided in the future, a supplemental report will be issued.